Manufacturer narrative:
Device not returned, follow up conversation with company representative and reporting physician.

Event description:
It was reported that during a three-level balloon kyphoplasty procedure, the pt coded during the bone cement injection of two levels. There was no noticed decline in pulmonary or cardiac function prior to this event. The pt was unable to be resuscitated and expired on the operating table.